Event description:
A biomed at one of carefusion's user facilities contacted carefusion technical support to request an exchange for a user interface module which has a blank screen. According to the biomed, this issue occurred during performance checks and pre-pt use. No pt involvement.

Manufacturer narrative:
Carefusion technical support shipped the user facility a replacement user interface module. They also issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module for eval. As of march 9 2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a followup medwatch report will be submitted.